Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the breaths per minute (bpm) on the ltv 1150 ventilator would not turn down. The customer advised there was no patient involvement associated with this event.